Event description:
This is a spontaneous case report received from a medical doctor in united states on 29-dec-2014 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6)-2014. The physician stated she had a device failure, she stated "the device sounded like it released, she rolled back, but it did not release totally, and she believes there is a piece of the device left in the tube." She stated she saw some metal in the tube. She attempted to insert a second device, and believes the tube may have spasmed and the insert could not be placed. The second tube insert was placed without any difficulty. Follow-up information received on (B)(4)-2014: on (B)(6)-2014 the medical doctor stated that she did not see any trailing coils on one side, and confirmed that on the other side placement was ok. She did see some metal in the tube and suggested flat plate of abdomen to determine if coil is in tube. She did not see any coils in the uterus. The correct initial receipt date is (B)(6)-2014 and not (B)(6)-2014 as previously reported. Ptc investigation result received on 13-jan-2015. (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and detachment difficulty are anticipated events. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a reported product technical issue. The ae case refers also to usability issues. In this particular case, device breakage was reported in the context of a difficult insertion. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure and detachment difficulty are anticipated events. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure physician rolled back, but essure did not release totally/she did not see any trailing coils on one side, physician believed there was a piece of the device left in the tube as she saw some metal in the tube. She attempted to insert another device but tube may have spasmed and the insert could not be placed. These events, interpreted as a device deployment issue and breakage; followed by a failed insertion due to tubal spasm were considered non-serious and are listed according to essure's reference safety information, except for device breakage, which was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported. In this particular case, considering that the reported events occurred in relation with essure insertion procedure, causality with the suspect insert cannot be excluded. This case was considered other reportable incident due to device malfunction (breakage). The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up from 18-may-2015: the required number of follow-up attempts was completed, with no response to date. General questionnaire received on 22-may-2015 from physician: the patient did not have any previous gynecological interventions, problems or procedures. She was (B)(6) old at time of the report. On (B)(6) 2014, essure lot number b30423 was inserted. The patient was not post-partum at time of the procedure. The insertion procedure was considered easy with visualization of tubal ostium. The physician applied valium and percocet as analgesia; cervical dilatation, sounding and general anesthesia were not done. There were no more than 1500cc of fluid loss. The procedure took more than 20 minutes due to the introducer that got stuck on left side. On (B)(6) 2014, an x-ray was done and the coils were present in tube. On (B)(6) 2015, the hsg (hysterosalpingogram) was done and showed occluded tubes. The patient used depo as back-up contraception before total occlusion confirmation. The physician confirmed the events and details that were previously reported. At time of the report, essure device was not removed and there was no plan to remove it. Product technical complaint investigation and final assessment were updated on 28-may-2015: the bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: b30423; production date: may-2013; expiration date: 31-may-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and detachment difficulty is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch, of which (B)(4) cases refer also to a similar type of adverse events. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure physician rolled back, but essure did not release totally/she did not see any trailing coils on one side, physician believed there was a piece of the device left in the tube as she saw some metal in the tube. She attempted to insert another device but tube may have spasmed and the insert could not be placed. These events, interpreted as a device deployment issue and breakage; followed by a failed insertion due to tubal spasm were considered non-serious. According to essure's reference safety information, these events are listed, except for device breakage, which is unlisted. However, according to product technical complaint (ptc) analysis, the possibility of micro-insert breaking during the procedure and detachment difficulty is an anticipated event. Single cases of essure breakage have been reported. In this particular case, considering that the reported events occurred in relation with essure insertion procedure, causality with the suspect insert cannot be excluded. This case was considered other reportable incident due to device malfunction (breakage). The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.